Event description:
It was reported the patient experienced pain at the ipg site after losing weight, causing the ipg to be superficial. Reportedly, the patient has experienced trauma to the site. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that patient underwent surgical intervention in which the ipg was explanted and replaced.

Manufacturer narrative:
Correction h6: codes updated from 2388 - inadequate pain relief to 4561 - implant pain.